Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. Through trouble shooting it was found that the reported failure occurs if a clamp was held close to the position sensor of the roller pump. The technician replaced the position sensor and the reported failure did not reoccurred. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a s5 roller pump stopped and displayed an alarm message during procedure. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) received the clamp which was used during the reported event for further investigation. During the evaluation the error described could be reproduced. It was found that the clamp was magnetized which could be determined to be the root cause of the reported malfunction.